Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the initializing device manager error caused the screen to be stuck. A field service engineer had escort log in to system to verify error, checked data cable from fridge to the system to ensure connection was good and communicating, checked display panel on the fridge, display was going back and forth trying to connect, escort didn't have the key to turn off the battery to the fridge so I had a waiting period. Once he got proper key to the fridge I powered down the fridge, turned off the battery backup, powered down the system, waited a few minutes then turned on the fridge power, turned on the battery backup, turned on the station. I logged into hta to ensure that the fridge was showing up and logged off. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had an initializing device manager error that caused the screen to be stuck and could not be able to access medications. There were no adverse events or injuries reported based on this incident.